Event description:
It was reported that, while stimulation was turned on, the patient had been experiencing a shocking or jolting sensation since 5 days prior the report and "constant cramping and spasms." It was noted that the patient was experiencing cramping for 5 minutes and then a release for 50 seconds before the cramping would start again. The patient reportedly spoke with her health care provider (hcp) and was told that she would be contacted by someone who would help her turn off her device. The patient reportedly lowered the stimulation from 2.0 volts to 1.5 volts but the shocking did not stop. It was noted that it was "cramping bad" and the patient was having difficulty sleeping. It was further noted that the patient preferred to turn off the stimulation. The cramping was reportedly located in the patient's "private area." It was also noted that "it was on her right side and it was her right foot that was cramping." It was further noted that the patient thought the battery was "going dead." It was also noted that the "the cramping in the patients foot had never happened to her before." Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v590608, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).